Event description:
It was reported that a uv flash transfer set leaked. This was identified during use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and leak testing identified a cut in the tubing. Clamp function testing and clear passage testing was performed on the device with no issues noted. The reported condition of a leak was confirmed. The cause was determined to be due to the hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.